Manufacturer narrative:
H3: visually, the pouch was open from 3 of 4 sides when returned. There was no damage noted to the tube or the harness. The wire harness had a paper tape intact. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff could not be inflated, stayed deflated. The cuff was submerged under the water for leak observation and leakage was observed at the distal end of the cuff. The cuff had a small puncture that resulted in device leakage. In the returned condition, there was an out of specification condition that was related to the complaint. Previous codes b21, c21 and d16 are longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the cuff was leaking and could not be used normally. The case was thyroid cancer surgery. Replaced the new endotracheal tube to complete the operation. Cuff and tube checked prior to use and found it was leaking. 5ml syringe size was used. Air was used to inflate the cuff. Emg tube was used for the first time. There was no patient involved in this event.